Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's family or friend reported via phone call, the customer was having issues with the sensor and during the call she mentioned on (B)(6) 2016 the customer had experienced high blood glucose of 400 mg/dl and treated with the insulin pump. She stated the cause of the high blood glucose was a bent cannula; however the insulin pump didn't alarm no delivery. Customer's family or friend was advised to call back to perform troubleshooting on the insulin pump.